Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer had blood glucose levels of 544 mg/dl, 536 mg/dl and 576 mg/dl. Customer was treated with manual injection. Customer stated that the cannula was bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.